Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an orif of a left femoral periprosthetic fracture. Subsequently, the patient fell on her walker and sustained a fracture of the trauma plate. The patient was revised approximately 3 weeks post-implantation. A fracture hematoma was evacuated, and the broken plate was removed. None of the screws were found loose or fractured. All implants were removed without complication. New plates and screws were applied without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown screws, lot # unknown. Item # unknown, unknown zimmer cerclage wires x3, lot # unknown. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported ncb plate was returned along with the associated screws, locking caps, and cable button, and was examined by the product surveillance team. The plate was found to have fractured through the central hole of a three-hole pattern as well as through a hole at the mis interface. Macroscopically, scratches were visible, primarily on the non-bone-facing surface. On the bone-facing surface, abrasion marks were observed directly at the fracture site, likely resulting from contact with cerclage wires. Numerous polished areas were identified on both fracture surfaces. These are most likely post-fracture features caused by repeated contact between the two fractured fragments. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The patient fell on her walker, resulting in a confirmed plate fracture and a debris situation in the area of the distal femoral shaft, as seen radiologically. Two pinhead-sized perforations were noted ventral to the scar, accompanied by a fracture hematoma. A torn fascia was observed in the region of the broken plate, and the skin perforations were confirmed as puncture wounds likely caused by the edge of the blade plate. Fracture fragments without soft tissue attachment were removed, and the fractures were realigned. The existing plate and cerclage wires were also removed. The cause of the plate break remains unclear; the screws were intact with no evidence of loosening or fracture. Significant bone defects were identified, and due to an empty medullary cavity, half of a femoral head was halved and one portion inserted into the cavity. Cancellous bone chips from the other half were placed around a large fragment, and an additional 10 cm³ of vitoss was implanted into the fracture site to bridge the defect zone effectively. The procedure was completed without intraoperative complications. X-ray images assessed but not sent to mmi due to poor photocopy quality of the imaging which would not produce adequate review. Surgical technique document states that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. Based on the received product, the reported event can be confirmed. An ncb pp plate system was implanted. According to the operative report, the patient experienced a fall with her walker three weeks post-implantation. A subsequent radiographic examination confirmed a plate fracture. The patient was then revised, and the fractured plate was removed. The operative report also notes that significant bone defects were identified. Due to an empty medullary cavity, half of a femoral head was divided, with one portion inserted into the canal. Visual inspection confirmed a plate fracture extending through the central hole of a three-hole pattern, as well as through a hole at the mis interface. Polished regions observed on the fracture surfaces suggest contact between the parts following the fracture event. Horizontal abrasion marks were observed on the bone-facing side of the plate near the fracture site. These marks were likely caused by a cerclage wire positioned between the bone and the plate for fracture reduction. According to the surgical technique, ncb bone spacers may be used when fracture reduction is achieved using a cable, in order to prevent direct contact between the plate and the cable. It remains unclear whether, and to what extent, the omission of these spacers may have contributed to the fracture. As timeframes for onset of hematoma differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. With the available information and performed investigation, a definitive root cause for the plate fracture cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.